Event description:
Pt was admitted to hospital with urinary stress incontinence and sy,ptomatic pelvic relaxation. Pt went to surgery in 2002 for vaginal hysterectomy, anterior colporrhaphy and suburethral sling. 16 french bard foley was to be removed 2 days later at 0600. The night nurse tried to deflate the catheter balloon and only got out 5.5cc. The doctor ordered the catheter to be cut for drainage of the balloon. The nurse cut the catheter but no fluid came out. The doctor then took a long needle attached to a syringe and inserted it into the catheter port getting 3cc urine/water mixture. Foley catheter was then removed without further incident.